Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 07-mar-2023 investigation summary two samples and photos received by our quality team for investigation. Upon visual evaluation, cracked barrel on syringe is observed, which likely caused the leakage. A device history review was performed for lot 2221243 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Based on the teams investigation, possible root cause is associated with misalignment between the input and transfer disks.

Event description:
Mit was reported that 2 bd luer-lok¿ syringe sterile was damaged and leaked. The following information was provided by the initial reporter: 22g IV placed in pt's ac. Rn attached 20ml bd syringe lot #2221243 to end of IV connector. Without pulling back, blood flowed from IV into syringe and the syringe cracked along the barrel. Rn tried a second 20ml syringe with the same result. Of note, other syringes with this lot number were used on this patient with no issues. Syringes were saved and we would like to send to bd for evaluation and report.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Mit was reported that 2 bd luer-lok¿ syringe sterile was damaged and leaked. The following information was provided by the initial reporter: 22g IV placed in pt's ac. Rn attached 20ml bd syringe lot #2221243 to end of IV connector. Without pulling back, blood flowed from IV into syringe and the syringe cracked along the barrel. Rn tried a second 20ml syringe with the same result. Of note, other syringes with this lot number were used on this patient with no issues. Syringes were saved and we would like to send to bd for evaluation and report.